Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro device was used for a short time and when they stopped using the device. When they went to use the device for a second time, there was no power. The cable was switched and the device still did not work. However, a replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. It also beeped when activated. The handle on the device was open to verify connections; we did not identify any non-conformities. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).